Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received two inappropriate treatments. The device was started up at 14:00:26 on (B)(6) 2024. At 05:17:23 on (B)(6) 2024, an arrhythmia was detected. ECG shows sinus bradycardia @ 40 bpm. At 05:18:04, the patient received the first inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. Rhythm at time of treatment was sinus bradycardia @ 30 bpm with CPR/motion artifact. Post shock rhythm was sinus bradycardia @ 45 bpm with CPR/motion artifact. At 05:18:36, the patient received the second inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. Rhythm at time of treatment was sinus bradycardia @ 30 bpm with CPR/motion artifact. Post shock rhythm was sinus bradycardia @ 30 bpm. The electrode belt was disconnected at 05:39:22 on (B)(6) 2024.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.